Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code and showed 1 percent remaining to elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.